Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-op diagnoses: status post acdf c5-6, cervical degenerative disk disease c4-5 and c6-7 with significant left upper extremity radiculopathy. Procedure: anterior cervical discectomy of c4-5 and c6-7 anterior cervical fusion of c4-5 and c6-7 anterior cervical plate c4-7 placement of interbody fusion peek cage c4-5 and c6-7 placement of local bone and bone morphogenic protein sponges for spine surgery, micro osseous dissection and fluoroscopy for spine surgery. Per operative notes: ¿..appropriate sizing maneuvers were performed and a 6 mm x 14 mm interbody fusion peek cage packed with local bone and bmp sponges was placed as an interbody fusion device at the c4-5 and c6- c7 levels..¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.